Manufacturer narrative:
Upon receipt, the device was interrogated with a programmer and the device image was retrieved. The device had not yet reached elective replacement indicator (eri) or end of service (eos), so the eri to eos duration could not be evaluated. The device image was reviewed, which revealed number ventricular fibrillation (vf) episodes were recorded, and noise was recorded on the atrial sensing and ventricular sensing channels. The stored egm¿s were reviewed, and revealed the device charged to deliver inappropriate anti-tachycardia pacing (atp) and defibrillation therapies due to the noise present, confirming the reported field event. Telemetry, impedance, pacing output, device sensing, high voltage output, and the patient notifier were all tested and there were no anomalies noted with the device. There was no noise observed during live testing. All testing of the device found that the device function was normal with no abnormalities. The reported events of noise and inappropriate therapy were confirmed; however the cause of the reported event could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
While reviewing transmitted device data, episodes of over-sensing noise resulting in inappropriate high voltage (hv) therapy were noted on the device. Technical support was contacted and the physician decided to exchange the device. During the device explantation procedure, a capacitor charge was performed and the noise episodes were reproduced. The device was successfully explanted and replaced, and following the replacement, no noise episodes could be reproduced. The patient was stable following the procedure.